Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the taxus liberte stent delivery system (sds) was received with the product mandrel inserted through the distal tip and the balloon protector over the stent/balloon. On the proximal end of the stent, one strut in the third row was flared. The balloon was tightly folded and the stent was centered between the markerbands. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. A 2.5x20mm taxus liberte stent delivery system (sds) was advanced to the unspecified lesion and was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage.